Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The customer was unable to document this issue due to time constraints. The customer will call back to document later.